Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information. The sample was received for evaluation on 04/06/2011. An actual sample was received for evaluation. An underwater pressure test of the sample revealed a leak at the junction of the tubing and t-connector. The reported condition was confirmed. Although the condition was confirmed, the root cause was not identified. A batch review could not be completed as the lot number was not provided by the customer.

Event description:
The customer reported to baxter (B)(4) an interlink system t-connector extension set in which a leak from a connection was observed. The condition was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.